Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported difficulty to connect. On an unspecified date, the tubing set was to be used to deliver an unspecified concentration of saline solution, at an unspecified rate. The customer contact reported that the option-lok male adapter of the tubing set was difficult to connect to the female adapter of a IV catheter. The male adapter of the tubing set was either tightened onto the IV catheter or the tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.